Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implantation utilizing a flexnav delivery system. The patient presented with pre-existing right bundle branch block. Length of membranous septum is 4.7mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-balloon annular valvuloplasty (bav) was performed. Upon crossing the valve with the flexnav and beginning deployment of valve at a depth of 4mm on both cusps, the patient went into complete heart block. Temporary pacing was applied but the patient's natural rhythm never returned. Immediately post procedure a permanent pacemaker was implanted. The patient was reported to be discharged.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event could not be conclusively determined. The reported unexpected medical intervention and surgery are the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.